Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1260. There was unknown patient involvement.

Manufacturer narrative:
One device was received for device analysis. The customer's reported problem was confirmed by functional testing. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection performed and found the front housing had a crack, the battery door was scratched, and the rear labels were lifted. The real time clock battery had a cold solder joint on the negative lead, the poor connection caused the 1260 error code. The coin battery was replaced.